Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2019, product type: screening device. Device codes (con't.): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6), 2019 for a verify enhanced basic evaluation (be) for urgency frequency. It was reported they were only able to get the lead in on one side (left side) of the trial patient. They were told to increase the stimulation this morning and when they first increased it, it felt like a shock went down their leg. The patient also mentioned that they stopped taking their oxybutynin on monday. It was advised they contact their clinician for the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the trial patient on (B)(6), 2019, reported that they had more voids in the morning and wondered if it was due to the ¿extra coffee¿ they drank or the lasix they took every morning. It was advised they contact their clinician for the issue. Further follow up information received on (B)(6), 2019 from the trial patient reported that they had decreased the stimulation from 3.0 to 2.7 as it was really bothering their leg. They noted that this setting was more comfortable. There were no further complications reported or anticipated.